Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff was injured by a stryker gamma nail on (B)(6) 2018.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. More detailed information about the complaint event as well as the affected device, x-ray and op-report must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the past complaint history and rmf the insertion of the gamma-nail should be done without force. Insertion with force may cause an iatrogenic fracture. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The operative technique states that, ¿1 danger: the nail must progress smoothly, without excessive force. If too much resistance is encountered, removal of the nail and additional reaming is recommended." If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Legal matter.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff was injured by a stryker gamma nail on (B)(6) 2018.